Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the surgeon was using the 1.8mm universal variable angle locking drill guide when the drill bit broke in two. The drill bit was retrieved without additional medical intervention. The surgery was successfully completed without any delays. This report is 1 of 1 for complaint (B)(4).